Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v into patient's eye and the lens tore. The surgeon removed the lens without enlarging the incision and another staar lens was inserted. No patient injury.

Manufacturer narrative:
A visual inspection of the returned product shows the lens optic is torn in half and a portion is missing. There is clear surgical residue on the lens. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.